Manufacturer narrative:
The reported event was dislodgment. As received, a complete lead was returned for analysis. As received, a complete lead was returned with its helix fully extended and within product specification for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of procedural damage. No other anomalies were found.

Event description:
It was reported that the patient presented in clinic for a post-operation follow up. A chest x-ray was performed and revealed that the patient's right atrial (ra) lead was dislodged. The ra lead was explanted and replaced. The patient was stable.